Event description:
It was reported that the customer used all silicone urinary catheter. The monstrous urine catheter had a horn tip and also with one narrower release hole on the side of the narrow middle part of the horn. Generally all other types of straight catheters had larger release orifices on both sides of the catheter tip than this one and others again had two side holes not opposite each other. This bard catheter with a defecation horn ended up in the universal catheterization tray kit in the hospital. When the patient saw that the nurses were going to shove that catheter into their bladder, they resisted. But since they felt very bad, they agreed with their argument that this horn on the tip of the catheter facilitates insertion to the prostate and was more convenient for patients. They did not know about convenience, but after some time they began to periodically experience acute feelings of urge to urinate when the bladder was completely empty. In short, a complete mess. Over time, they noticed that such unpleasant symptoms appeared when they moved from side to side in bed. As soon as they noticed this phenomenon, they tried to move less and more carefully so as not to irritate the bladder and pooping urge receptor. This saga ended as soon as they were discharged from the hospital with the obligatory permanently carry catheter and found myself at home. They deflated the balloon and took that stupid horn catheter out of the bladder. Then they put in a regular catheter and could move around freely and do their own thing. They could send a photo if interested, of this catheter with a single-hole horn so as not to be unfounded. The nurses argument that the horn went straight and upwards to the prostate could not be considered convincing since such a strange head on its way could turn in any direction and go to the prostate with its sides up, that such a catheter would create twice as many problems with contamination with one narrower hole than ordinary two-hole catheters. They also experienced the hard way while in the hospital when it was clogged. Per sample form received on 24sep2024, it was reported that the patient put in a regular catheter rusch gold 2-way foley catheter and could move around freely. Patient would prove that if kept the bard catheter longer it would demerge the bladder and bowl receptors and tissue.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection noted no obvious observations. It is unknown how the products reacted in the particular patient's body. Therefore, it is unknown if the product meets specifications. No actions can be taken at this time since a root cause was not identified. The device history record review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer used all silicone urinary catheter. The monstrous urine catheter had a horn tip and also with one narrower release hole on the side of the narrow middle part of the horn. Generally all other types of straight catheters had larger release orifices on both sides of the catheter tip than this one and others again had two side holes not opposite each other. This bard catheter with a defecation horn ended up in the universal catheterization tray kit in the hospital. When the patient saw that the nurses were going to shove that catheter into their bladder, they resisted. But since they felt very bad, they agreed with their argument that this horn on the tip of the catheter facilitates insertion to the prostate and was more convenient for patients. They did not know about convenience, but after some time they began to periodically experience acute feelings of urge to urinate when the bladder was completely empty. In short, a complete mess. Over time, they noticed that such unpleasant symptoms appeared when they moved from side to side in bed. As soon as they noticed this phenomenon, they tried to move less and more carefully so as not to irritate the bladder and pooping urge receptor. This saga ended as soon as they were discharged from the hospital with the obligatory permanently carry catheter and found myself at home. They deflated the balloon and took that stupid horn catheter out of the bladder. Then they put in a regular catheter and could move around freely and do their own thing. They could send a photo if interested, of this catheter with a single-hole horn so as not to be unfounded. The nurses argument that the horn went straight and upwards to the prostate could not be considered convincing since such a strange head on its way could turn in any direction and go to the prostate with its sides up, that such a catheter would create twice as many problems with contamination with one narrower hole than ordinary two-hole catheters. They also experienced the hard way while in the hospital when it was clogged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available.